Event description:
New information was received. The pipeline had not been placed in a vessel bend when it failed to open. The catheter was a medtronic device. Phenom 27 ,lot# 223595095. There were additional steps or other devices attempted to open the pipeline by using a balloon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and phenom 27 micro catheter were returned for analysis within a shipping box; within a plastic bio-pouch. The pipeline flex device was returned outside the phenom 27 catheter. There was no braid returned for analysis. Therefore; any contribution of the braid to the issue could not be determined. Damage location details: no bent or kink were found with pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The phenom 27 catheter tip and marker were examined; and no damages were found. The phenom 27 catheter body was found to be flattened at ~1.0cm from distal end. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom catheter were measured to be within specifications. The phenom 27 catheter was flushed, water exited from the distal tip. For, further examination; an in-house 0.0265¿ mandrel was inserted through the hub of the catheter without issue; however, resistance was observed at the damaged location. Conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the pipeline flex braid was not returned for analysis. The event cause could not be determined as the pushwire was returned without the pipeline flex braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline failure to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left posterior communicating artery with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone was 3 mm distally and 3.4 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The pru level was not clear. The angiographic result post procedure showed the blood vessels were smooth. It was reported that during aneurysm dense mesh stent surgery the stent was deployed as the normal procedure, and the tip-end stent was not fully opened normally and the stent continued to be deployed. It was hoped thatthe situation of opening the tip end could be improved, and after observing the tip end of the stent from multiple angles, it was found that the tip end of the stent was rough.  It was considered that the stent was almost being deployed, therefore, the stent was fully deployed and the subsequent procedure was carried out. After balloon dilation procedure, the adherence of tip end of the stent was not satisfactorily either. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.